Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when the sheath was aspirated, the air was noted on the valve. First the sheath was replaced, however same issue was noted in the second sheath. Thus, third sheath was used and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was confirmed that the procedure was completed using third sheath. Pressure bag irrigation method was used with an unknown flow rate. No leak nor any air in patient was noted. No abnormalities was noted during preparation.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when the sheath was aspirated, the air was noted on the valve. First the sheath was replaced, however same issue was noted in the second sheath. Thus, third sheath was used and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis. It was confirmed that the procedure was completed using third sheath. Pressure bag irrigation method was used with an unknown flow rate. No leak nor any air in patient was noted. No abnormalities was noted during preparation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.